Manufacturer narrative:
UDI not available for this system at time of filing. Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system has been intermittently having connection issues with the axiem box, showing it as disconnected when powering on the system. The representative mentioned that the system sometimes allowed for the axiem box to show as connected when power cycling the system as well as leaving the system on for a prolonged period of time. The representative mentioned that the monitor and the emitter were replaced but the issue was still occurring.

Manufacturer narrative:
Both the axiem and the cable were returned for analysis. Both parts passed functional testing and were determined to be operating within specifications. If information is provided in the future, a supplemental report will be issued.